Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were non-sustained right ventricular oversensing episodes that resulted in post-paced t-wave oversensing (pptwo) on the device. Technical support was contacted and recommended reprogramming to resolve the event. The reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.